Event description:
It has been reported to philips that the c-arm will not move and the device is producing error codes. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm will not move, and the device is producing error codes. Upon functional testing, fse found that the issue was with the power supply in the geometry pc. The fse replaced the geometry pc. After replacement of geo pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.